Event description:
A trilogy 100 ventilator, u.s.a - bt was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction, and the device was not reported to be in patient use. During evaluation at the manufacturer's service center, an err_perm_fail_int_li_ion error code, related to a permanent failure of the internal li-ion battery, was observed. The technician recommended replacement of the device¿s internal battery pack to address the issue. Additionally, the device did not meet acceptance criteria during the evaluation process due to missing or displaced rubber feet, a cracked porting block, and a missing or broken cord retainer. No repair was performed. The device was disqualified from recertification due to the err_perm_fail_int_li_ion error requiring replacement of the internal battery pack. The device will be scrapped.

Manufacturer narrative:
The reported error code, related to a permanent failure of the internal li-ion battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.